Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the right ventricular lead perforated the myocardium. It was noted that the patient experienced a mild pericardial effusion. The lead remained implanted with normal electrical measurements. The patient was in good condition.